Event description:
Hill-rom received a report from the account stating the sling bar bolt broke on a sling bar attached to a mobile lift. The event occurred in the bathroom while lowering the patient on the toilet. There was no patient or user injury reported. This report was filed in our complaint handling system as complaint # (B)(4).

Manufacturer narrative:
A search of the hill-rom preventative maintenance records did not show hill-rom performed any preventive maintenance on this lift. It is unknown if the facility performs preventive maintenance on their lifts. Device will be returned to manufacturer for evaluation. The investigation is ongoing, however if any additional relevant information is identified following completion of the investigation, the additional relevant information will be submitted in a supplemental report.

Manufacturer narrative:
Per the hill-rom instruction guide, the caregiver is given clear safety and lifting instructions, both written and pictorial based. These instructions include verifying: the lifting accessories are not damaged. The lifting accessory is correctly attached to the lift. The lifting accessory hangs vertically and can move freely. The sling bar latches are intact; missing or damaged latches must always be replaced. Before each lift, make sure that: the sling loops at opposite sides of the sling are at the same height. All the sling loops are fastened securely into the slingbar hooks. The slingbar is level during the lift. Our investigation into the matter has revealed that this event is not associated with normal use, and contrary to user instruction. Misuses include lifting repeatedly with only one hook (a single side of the slingbar), lifting at angles, using one hook of the lift to pull patients up in bed. Therefore, hill-rom¿s investigation shows that the most probable root cause is misuse. The slingbar has been manufactured to meet iso (B)(4): hoists for the transfer of disabled persons ¿ requirements and test methods. Based on this information, no further action is required.

Event description:
Hill-rom received a report from the account stating the slingbar bolt broke on a slingbar attached to a mobile lift. The event occurred in the bathroom while lowering the patient on the toilet. There was no patient or user injury reported. This report was filed in our complaint handling system as complaint # (B)(4).